Event description:
The advocate tested his blood glucose and received a reading of 92 mg/dl using a contour meter. He retested using another contour meter and received a reading of 192 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter that read high are to be returned for evaluation. Replacement products were sent to the customer.